Event description:
It was observed during the olympus device evaluation, the videoscope image was not appearing due to a damaged charged coupled device. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: e1 establishment name was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred due to corrosion or failure of electronic components such as the imager or scope connector board. The event can be detected/prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use dangers, warnings, and cautions: caution do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result. Important information ¿ please read before use ¦precaution for disappeared or frozen endoscopic image: warning before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. If air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor." According to the IFU (operation manual), the following items describe how to respond when an image abnormality occurs: chapter 5 troubleshooting olympus will continue to monitor field performance for this device.